Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. No similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -14.5/+3.5/066 (sphere/cylinder/axis), into the patient's left eye (os) on (B)(6) 2018. The surgeon notes excessive vaulting and refractive surprise. The cause is listed as a patient-related factor and states the lens was difficult to manipulate into the correct position because the "patient was very nervous and hectic." The surgeon also states the sulcus size does not correlate with the white to white measurement. Reportedly, the lens remains implanted.

Manufacturer narrative:
Previously stated that the lens remains implanted. Updated/corrected information: on (B)(4) 2018 the lens was exchanged for a shorter lens. The problem is resolved and the "patient is happy with 20/20 vision." (B)(4).